Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope had no image and the image was misty/foggy with interference and lines in the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, charged coupled device (r-unit) is broken, the video cable is broken, 3d image has defects or is not displayed and therefore flare or ghost occurs. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) is broken and therefore the 3d image has defects or is not displayed and the video cable is broken and therefore flare or ghost occurs also the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.